Event description:
It was reported the patient experienced an infection with symptoms of swelling and drainage. Oral antibiotics were instituted for the infection. The patient had been on several rounds of antibiotics and it was ineffective in clearing the infection at the pump pocket site. Date of onset/diagnosis of infection was (B)(6) 2015. The patient did not have meningitis. A culture was obtained and the type of organism cultured was (B)(6). The pump was being explanted on (B)(6) 2015. Perioperative antibiotics were administered. Patient status at time of this report was alive; no injury. The patient did not experience drug withdrawal and the outcome was ongoing. The pump was delivering baclofen and fentanyl.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).